Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that subject device was incarcerated due to the state of the patient or calculus, or due to the basket deformation by repeated use. The above device handling has warned in the instruction manual as follows: do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing or after papillotomy/papillary dilation. Do not use this instrument when it is inevitable to grasp many calculus at a time. The basket with calculus engaged may not be removed from the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case this instrument with calculus engaged may not be removed from the body, or in case the calculus cannot be crushed even the lithotriptor bml-110a-1 is used in combination. This instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnormality is detected (e.g, basket wire cut or worn, tube sheath bent etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. In the procedure, the subject device was incarcerated. The incarceration was managed to use an emergency lithotriptor, but the user could not release the incarceration. The user released the incarceration and completed the intended procedure with another device. There was no patient injury reported. This is the report regarding the incarceration of bile duct stones.